Event description:
This event was captured based on review of an article: it was reported that a multi-center study which ran from april 2005 to december 2009 consisted of 1081 patients who were treated with self-expanding stents, of which 49 were abbott selfx stents. Clinical outcomes were as follows: 78% long term patency, defined as treated lesions without restenosis/reocclusion or repeat revascularization. 90% adverse limb events, defined as major adverse limb events including major amputation or any reintervention (surgical conversion, tlr) during the study period. 77% event free survival implied freedom from death, major amputation, or any reintervention. Although of the 1081 patients only 49 were treated with the selfx stents, the selfx cannot be ruled out as having no correlation to the adverse events listed. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event estimated as (B)(6) 2013. Date of implant estimated as (B)(6) 2005. There was no reported product deficiency. The reported patient effect of death is a known observed and potential patient effect as listed in the vascular self x instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Efficacy of the s.m.a.r.t. Control vs. Other stents for aortoiliac occlusive disease in contemporary clinical practice.